Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that, during a laparoscopic sigmoidectomy, one third of the blade tip was broken off outside the patient an hour after the procedure was started. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.